Event description:
It was reported that customer experienced charging problems. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support in response to these issues.